Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. A second MDR was created for the other bard/davol flat mesh implanted during the same procedure. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2006 - the patient underwent a burch bladder suspension with implant of two bard/davol flat mesh as well as exploratory laparotomy, right salpingo-oophorectomy and panniculectomy. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.